Event description:
07/4/96, orif of right hip. Displaced intertrochanteric fracture of the right hip. 12/11/96 orif right hip with allograft cortical screws. Orif failed to heal. The head of the femur went progressively into a varus position and x-ray fails to reveal presence of callus or healing at fracture line. 5/28/97 bipolar hip prosthesis (right) diagnosis- non-union and hardware breakage of intertrochateric fracture.